Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low glucose episodes associated with missed meal announcements, leading the algorithm to deliver multiple correction doses when meals were eaten late followed by sleep. Symptoms included hypoglycemia. Outcomes included no hospitalization and no alerts or alarms. Investigation included review of device data and user reports, along with troubleshooting and education. Investigation of this case revealed user-related use error due to missed meal announcements that confused automated dosing, resulting in excess insulin relative to metabolic needs during sleep. It was concluded, based on previously established findings for similar reports, that the cause was user error with inadequate meal announcement adherence.